Event description:
Boston scientific received information that one year ago, diaphragmatic oversensing and noise were observed on the right ventricular (rv) lead. No adverse patient effects were reported at that time. One year later during the pacemaker replacement procedure, the device was pulled from the pocket and inhibited atrial pacing which likely occurred due to loss of rv sensing in voo mode. The patient has sick sinus syndrome so is dependent in the atrium. Technical services discussed what likely happened is when device was taken from pocket, since the rv sensing was programmed unipolar, it caused rv oversensing which inhibited rv pacing as well as right atrial (ra) pacing. No adverse patient effects were reported.

Manufacturer narrative:
As of this report, the device has not been returned. Should additional information become available, this report will be updated.